Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the ventricular output connector was broken. (B)(4)

Event description:
It was reported that the external pulse generator (epg) had a damaged ventricular patient connector. The epg has been returned for repair. There was no patient involvement.